Event description:
Customer reported, upon connecting the glidescope spectrum single-use qc miller s0 blade to the glidescope core quickconnect cable, the light blinks on the blade but does not show it is connected to the glidescope core 15-inch monitor. An additional blade from the same box was opened which did not present the issue. It was reported that while the issue did delay the intubation during the preparation/setup phase, no patient harm was reported.

Manufacturer narrative:
A glidescope spectrum single-use qc miller s0 blade from the subject lot was returned to verathon for evaluation. It is unknown whether the returned blade was the exact blade used during the reported incident or another blade from the same box. A verathon technical service representative evaluated the returned blade and was able to confirm the reported issue. Upon connecting the subject blade to verathon's test equipment, the blade's light-emitting diode (led) flashes, but the blade was not recognized on the test monitor, resulting in no image display. Visual inspection did not identify any damage to the blade despite failing verathon's device functionality testing. Upon completion of verathon's device evaluation, the device was sent to verathon's engineering department for further investigation. Should additional information become available, a supplemental report will be submitted in accordance with 21 cfr 803.56. The customer was provided a box of replacement blades. Corrective action is not required at this time. Verathon will continue to monitor for trends.